Event description:
It is reported that upon removal of the periarticular screw prosthesis, black corrosion could be found on the screw threads.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-01307.